Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed and found the reported error c-34 was confirmed using system logs and visual inspection. Testing showed the erbe displayed c-34 on startup. The unit will be sent to the original equipment manufacturer for further investigation. The complaint was confirmed based on the field evaluation and failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, user informed the technical support engineer (tse) that they experienced an error c-34 on the integrated electrosurgical unit (iesu) or erbe when attempting to activate a monopolar instrument. The user indicated that bipolar functionality was normal. The tse guided the user to reseat the instrument and energy cable, but there was no improvement. The issue persisted even when switching to another monopolar port. The user elected to convert to a laparoscopic surgery since they did not have another electrosurgical unit (esu) at the time. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the port incisions were not increased, and the customer tolerated the change.